Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection of the complaint device showed the implant not broken instead the tulip head, bushing, and sleeve have separated from the screw shank, the top portions of the thread are damaged and the ballhead of the screw was scuffed. A device failure was identified. Dimensional inspection: dimensional inspection cannot be performed due to post manufacturing damage. Document/specification review: the following drawings were reviewed during the investigation: 4.5mm ti toploading canc screw assembly 8mm-50mm no design issues or discrepancies were noted during the investigation. Investigation conclusion: this complaint is confirmed as the cancellous screw has separated into two parts but has not broken. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history sterile - article, part: 04.614.226s, lot: l047658, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 04. July 2016, expiry date: 01. June 2026. A manufacturing record evaluation was not performed for the sterilized device lot number, the complaint condition is not related as the sterilized procedure has no relationship to the described damaged article. Non-sterile article part: 04.614.226, lot: h060877, manufacturing site: monument. Part number: 04.614.226, lot number: h060877, supplier/manufacture site: brandywine, supplier lot number: n/a, manufacture date or release to warehouse date: 03/15/2016, expiration date: n/a. No ncrs were generated during assemble production of lot number h060877. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part number: 04.614.008.2, component lot number: h057957, supplier/manufacture site: brandywine, supplier lot number: n/a, manufacture date or release to warehouse date: 03/09/2016, expiration date: n/a. No ncrs were generated during component production of lot number h057957. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part number: 04.614.008.31, component lot number: h041420, supplier/manufacture site: brandywine, supplier lot number: n/a, manufacture date or release to warehouse date: 02/17/2016, expiration date: n/a. No ncrs were generated during component production of lot number h041420. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part number: 04.614.008.41, component lot number: h057517, supplier/manufacture site: brandywine, supplier lot number: n/a, manufacture date or release to warehouse date: 03/09/2016, expiration date: n/a . No ncrs were generated during component production of lot number h057517. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part number: 04.614.266.1, component lot number: h057892, supplier/manufacture site: brandywine, supplier lot number: n/a, manufacture date or release to warehouse date: 03/10/2016, expiration date: n/a. No ncrs were generated during component production of lot number h057892. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H6: additional patient coded added: code 3191 for surgical/medical intervention d4 expiration date, h4 mfg date updated based on DHR results device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro codes: kwp, mnh, mni. (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a spine procedure on (B)(6) 2019, surgeon had a serious issue with synapse posterior cervical system. The neurosurgeon was planning on doing a 5-level cervical fixation with implants at 3 levels. The operation was planned to stabilize the cervical spine and then carry out the decompression. During procedure, the surgeon placed the first 4.5mm to cancellous polyaxial screw in t1. After checking the x-ray, the surgeon wanted to remove the screw and check if it had not breached the pedicle. Surgeon attached the screwdriver properly but while removing the screw, the poly head broke off the screw. An attempt to reattach the screwdriver to the hex of the screw shaft was also unsuccessful. The broken screw was very difficult to remove, the polyhead had disengaged and it was noted that hex of the screwdriver could have been used to back out the shaft. However, the hex was damaged and was unable to get purchase from the screwdriver. Various instruments were tried to grip the screw to back out without success. As a result of the screw failure, the surgical procedure has had to change significantly, and the procedure carried out was just a laminectomy with no fixation. There is a risk now that a second operation will be needed as a result of not using implants to stabilize the spine in the first operation. A removal kit from another hospital had to be brought in to get the screw out. It took 45 mins to transfer the removal kit. There was a surgical delay of over 60 minutes. The patient outcome is unknown. Concomitant devices reported: unknown screwdriver (part# unknown, lot# unknown, quantity 1), unknown screwdriver shaft (part# unknown, lot# unknown, quantity 1), unknown holding sleeve (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) 4.5mm ti cancellous polyaxial screw 26mm this is report 1 of 1 for (B)(6).